Manufacturer narrative:
(B)(4). Date sent 10/22/2024. D4 batch # 884c50. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc55 device was received with no apparent damage and with a reload loaded in the device. The reload had the proximal 8 drivers up and the remaining drivers down with staples present and a swing tab in the locked position. In addition, a reload b was received with the proximal 6 drivers up and the remaining drivers down with staples present and a swing tab in the locked position. However, the deck was noted to be damaged on the area of drivers up. The reload (a) swing tab was reset in order to fire the cartridge. The device was tested with the returned reload and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. The damage to the cartridge deck is consistent with the device being clamped over a hard object. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 884c50, and no non-conformances were identified. The lot#916c50 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during a right hemicolectomy surgery, could not fire. Changed another one to continue the surgery, the same problem happened again. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.